Event description:
The reporter stated that the surgeon was using a competitor's lens with the mtc-60cfp cartridge and the lens haptic tore upon insertion into eye and was removed with no pt injury and replaced with another model lens. The reporter stated the lens tear was due to the cartridge and loading error.

Manufacturer narrative:
Eval: a cartridge lot number search was performed for similar complaints within the search and no similar complaints were found.